Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the implantable pulse generator (ipg) was not working properly, difficulty communicating with the remote control despite troubleshooting. The patient underwent a revision procedure. No further information has been obtained.